Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported the patient was concomitantly injected with xeomin in upper face. Approximately 3 months later, the patient experienced a "granuloma/nodule" on the lips. 2 weeks later, the patient was prescribed prednisone and massage of the area. The event is ongoing.

Event description:
Additional information noted approximately one month later, the events have resolved.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammatory nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 0.55cc of juvederm® volbella¿ xc. The patient then experienced a "granuloma" on the lip. Biopsy was not provided. The status of the event is unknown.